Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were not reported outside of the lab. The samples were repeated on another instrument and higher results were obtained. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Na qc results prior to the event were within the lab's established ranges. The customer replaced the na electrode, which resolved the issue. Service was not required. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.